Event description:
Caller reported a malfunction on the pump, identified by the code malf 12. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, and there was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump and provided instructions for future use. The malfunction code did not recur after resetting, allowing the customer to continue using the pump. The caller was advised to contact support if any issues reoccur.